Event description:
It was reported that the surgeon was unable to lock the inserts into the tibial base. The tibial plate was removed and a new one was cemented in place. Extended surgery time by one hour.